Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. The right ventricular lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable post procedure.